Manufacturer narrative:
The event took place outside of the united states ((B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised on april 9, 2021 due to a cuff tear. ø43 centered head, 2 pegs glenoid and double tapper were removed and replaced by ø36 +3 humeral cup, ø36 centered glenosphere, ø24 glenoid baseplate and associated screws. Primary surgery on (B)(6) 2020.